Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the batch's device history record and the raw material history files as well as post market surveillance showed no recorded quality problems or rejections related to this incident. The device involved is requested from customer.

Event description:
Catheter tip broke off while being removed from pt. Ent was able to remove foreign body from pt, no adverse effects.